Event description:
It was reported that this right ventricular (rv) lead is exhibiting high out of range shock impedance measurements greater than 200 ohms in certain vectors. It was noted that the shock impedance was also high out of range at a prior device interrogation session from three years ago. Boston scientific technical services (ts) explained to the boston scientific representative that there may be calcification on both lead coils, but one may be worse. Ts stated they were concerned that the lead may not be able to deliver shock energy to the patient if needed and discussed what occurs if the shock impedance is greater than 145 ohms. The representative indicated that they were calling the clinic to let them know so they can determine what actions they want to take. The rv lead remains in-service. No patient symptoms or adverse patient effects were reported.